Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device alarmed with an s233 (overtemperature-psc) malfunction alarm code. The probably cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an s233 (overtemperature-psc) malfunction alarm code. No additional info was provided.